Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided slopes, quality controls (qc) data, and diluent check results, all of which were within range. A siemens customer service engineer (cse) was dispatched to the customer site. The cse replaced rotary valve seal, three way valve, pump head, checked sample probe nut, aligned sampler, check pogo pins and pump roller, which passed. The cse installed a new sensor and ran dilution check, which passed. The cse ran qc, which were within range. The cse ran a few samples and results were acceptable. The cse was not able to duplicate the issue. The cse stated that a green top tube had some floaters and a clot. The cse removed the green top tube with clot. A siemens headquarters support center (hsc) reviewed the instrument data, which indicated that no instrument issues were observed. The cause of the discordant, falsely depressed na result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely depressed sodium (na) result was obtained on one patient sample on a dimension exl 200 instrument. The discordant result was not reported to the physician(s). The sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed na result.